Event description:
Reporter alleged discrepant blood glucose results of 227 mg/dl back to back with a result of 45 mg/dl when testing was performed within < 10 minutes apart on the compact system. No report of actions taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.